Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.